Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise causing the physician to suspect the electrode had fractured. A revision procedure has been planned, but for now the electrode remains in service. No adverse patient effects were reported.additional information indicated surgical intervention was performed and the electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325 millimeters from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise causing the physician to suspect the electrode had fractured. A revision procedure has been planned, but for now the electrode remains in service. No adverse patient effects were reported. This event will be updated once a revision procedure is performed.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise causing the physician to suspect the electrode had fractured. A revision procedure has been planned, but for now the electrode remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was performed and the electrode was explanted and returned for analysis. No additional adverse patient effects were reported. This event will be updated upon completion of analysis.